Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The controller was received on 30apr2026 which indicated a controller exchange.

Event description:
It was reported that log files submitted captured intermittent clusters of emergency backup battery (ebb) faults from 06apr2026 to 10apr2026. The controller periodically performed internal load test on the ebb and it appeared the ebb was not passing this test. No other unusual events were seen in the log. Additional log files were sent for review on 21apr2026 which captured intermittent ebb faults starting on 09apr2026 to 17apr2026. The ebb fault was due to the ebb failing the load test. More log files sent on 24apr2026 captured intermittent ebb fault alarms starting on 21apr2026 to 24apr2026. The ebb fault was due to the ebb circuit fault. There was likely a fretting corrosion presented in the ribbon connection from the system controller. It was recommended to have the controller replaced. Additional log files were also sent on 24apr2026. The event log contained ebb faults. There was also a backup battery not installed alarm flag seen in the log. Additionally multiple power cable disconnect alarms were recorded prior to the data download.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.